Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sliced tubing with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. CAPA 50210 was initiated to determine the root cause associated with this product issue.

Event description:
It was reported that the bd vacutainer® push button blood collection set had a kink in the tubing and leaked blood when used. No serious injury or medical intervention reported.